Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant in the EU had a 5.5 support ongoing for a patient admitted in cardiogenic shock. The pump had purge pressure alarms, and the purge system blocked after 6 days. The pump remains on for support with tissue plasminogen activator lysis in the purge.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. Data log was not provided for investigation. No physical abnormalities were reported on the returned pump. Priming was successful with the test purge cassette, and no issues were encountered with purge pressure. According to the clinician, the purge system block alarm appeared after approximately 144 hours of operation and was successfully resolved after lysis therapy. The cause of the high purge pressure issue was most likely biomaterial, as the clinical team suggested that the lysis therapy successfully resolved the issue, and the issue was with the returned product. D6b explant date added. D9 date device returned to manufacturer added. G2 report source; foreign was missing from manufacturer device report 1220648-2024-25177. E4 should have been left blank on manufacturer device report 1220648-2024-25177.